Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable transfer set was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during dwell 5 of 6. Per the home patient (hp) the patient line disconnected. Per the hp there were no alarms and the patient line became disconnected during therapy. The baxter technical service representative (tsr) assisted them to end therapy as requested and the tsr explained they could not restart therapy where they left off. The hp would follow up with a manual supplies and the hp said the registered nurse (rn) was aware. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013 and he said that he rolled over while in bed and that was when the disconnection occured. He said he then also felt his crotch region was wet from the disconnection and some of the solution having leaked. He quickly closed the transfer set up and capped it as well. He then contacted his nurse and finished with manual supplies. Since then he has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.